Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. "Blood leak". Test strips were used to confirm the leak. Estimated blood loss was 500ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has not been returned to MFR for eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.